Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 had failed with an error indicating the devices were not detected on the bus. A field service engineer (fse) replaced the drawer controller and pyxis bus module controller and verified proper operation through diagnostics and the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es both drawers 2.1 and 2.2 had failed and showed device not detected on bus. The customer attempted troubleshooting by rebooting the station twice; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.